Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/11/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reports muscle spasms, pain, discomfort, loss of mobility, hip loose, hip pops out of place, and can no longer put any pressure on hip. Medical records reported pain, discomfort, crepitus, feeling of subluxation and instability without actual instability. There is no report of revision surgery. Unknown head and liner reported for pain and dislocation. The complaint was updated on: jun 3, 2016.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 01/05/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, there continues to be no report of revision surgery. Patient harm poor joint mechanics:subluxation added. No product/lot information available. There is no new additional information that would affect the existing MDR decision.